Event description:
A caller reported an error, cgm error 42, associated with their continuous glucose monitor. There was no adverse impact to the customer¿s blood glucose level. Customer received guidance from technical support to reset the pump, and after following the instructions, successfully started their sensor session without encountering the error again.